Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orders were not crossing in any pyxis es devices. A technical support specialist tss confirmed that carefusion coordination engine cce was receiving messages from the host but the messages were stuck. The issue was resolved after restarting the cce service in the console. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy and they put station on critical override, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.